Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the hv tube. Hv tube replaced. The system was tested and found to be working as intended. System placed back into service.

Event description:
It was reported that the 9800 system overheated and shutdown. System was replaced and case continued. No patient injuries reported.